Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016 that the receiver had intermittent audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4). Previously f1 was submitted with incorrect MFR # 3004753838-2016-04985. Resubmitted follow up 001 report with right MFR number 3004753838-2016-74985 to match the initial MDR 3004753838-2016-74985.

Event description:
Previously f1 was submitted with incorrect MFR # 3004753838-2016-04985. Resubmitted follow up 001 report with right MFR number 3004753838-2016-74985 to match the initial MDR 3004753838-2016-74985.

Manufacturer narrative:
(B)(4)